Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low undefined pacing impedance and was not sensing when removed from the device and connected to the analyzer. When removing the rv lead, it was found that the lead was twisted with the left ventricular (lv) lead. The rv lead was cut and capped. The lv lead was unable to capture and the lead was noted to be dislodged. The lv lead was explanted and not replaced. No lead issues were noted prior to the start of the case. No patient complications have been reported as a result of this event.